Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, the tissue pad detached. There were no patient consequences.